Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used in the during a radical prostatectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 3mm ureteral stone was grasped and successfully removed from the patient. Outside the patient, the physician attempted to release the stone from the basket, the basket would not open. The basket was disassembled in order to remove the stone. The procedure was completed with another escape¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned escape basket revealed that the sheath was kinked from the distal end of the blue strain relief and several locations along the working length. The black strain relief was detached from the blue strain relief. There was a torque mark present on the handle cap indicating the proper application of torque during assembly. A functional evaluation was performed, upon actuation the basket closed; however, when attempting to open the basket the sheath was found to be detached from the luer assembly. Additionally, there were no issues identified with the luer and basket wire sub-assembly. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. It was not possible to determine the amount of force required to detach the sheath from the luer. Therefore, the most probable root cause for this complaint is operational/physiological context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an escape stone retrieval basket was used in the during a radical prostatectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 3mm ureteral stone was grasped and successfully removed from the patient. Outside the patient, the physician attempted to release the stone from the basket, the basket would not open. The basket was disassembled in order to remove the stone. The procedure was completed with another escape&#10259;tone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.